Manufacturer narrative:
The reference percutaneous lead repair on 23jan2019 was reported under MFR. Report #2916596-2019-00628. Manufacturer's investigation conclusion: the report of low speed events could not be confirmed through this evaluation as no log file data from the time of the reported events were submitted for review. The submitted system controller log file contained data from 15apr2019 ¿ 06may2019 and appeared to show the pump operating as intended with stable vad parameters. The pump speed remained above the low speed limit for the duration of the log file. No low speed alarms or any other atypical alarms were captured. The submitted log file did not contain data from the time of the reported low speed events on (B)(6) 2019. The heartmate ii lvas IFU outlines all system monitor operations and alarm messages and provides information regarding the pump stop button. This document explains that the pump stops within the first few seconds of holding down the pump stop button; however, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in clinic on (B)(6) 2019. The controller showed two low speed alarms on (B)(6) 2019 that lasted for 1 second each. No alarms were seen on the log and no driveline faults. Patient did not recall any alarms at the time. The patient had a history of driveline fracture and driveline was repaired on (B)(6) 2019. Per tech services, the log file only went back to (B)(6) 2019 and the log captured no low speed events. According to records, there was an issue with the red wire on the perc lead that was returned for evaluation after the repair in (B)(6) 2019. The cause of low speed was not determined. While the patient was admitted at the time of the low speed alarms, the pump stop button on the system monitor was accidentally pressed and the patient¿s vad slowed for a few seconds. The patient was stable and there were no patient related reasons for the low speed events, therefore, no interventions warranted.